Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that cardiac arrest occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After the device was placed, the patient required resuscitation. The patient is now on life support and lost kidney function.